Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw0575 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter was ruptured in body. The catheter was completely ruptured at 32.5cm, and then the catheter was captured and removed under dsa. No other information was provided.